Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable pulse generator (ipg) was inoperable due to high demand of stimulation and patient did not have adequate pain relief. Patient underwent surgery on (B)(6) 2020 wherein the ipg was replaced. Patient is stable and access to therapy was restored.